Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown plates: distal femur/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on an unknown date, the surgeon reported a fracture of a liss plate at the distal femur. The inital surgery took place in (B)(6) 2021. A revision needs to be performed. This report involves one (1) unknown plates: distal femur. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: subsequent follow-up with the customer, additional information was received regarding the event. The following information was reported by the surgeon: during surgery a year ago, a 13-hole liss plate with 5 screws distally and 4 screws proximally were used. The zone of comminution was about 6.5cm between the femoral shaft and the condyles. One more additional short screw captured a bone shell in the zone of comminution. The plate fracture was just above the bone fracture. The patient is over 100kg and started full weight bearing 3 months postoperatively. After one year, both radiologically and intraoperatively, there was no callus formation, but pseudarthrosis.